Event description:
Customer was in a motorcycle accident and was hospitalized. Customer had high blood glucose. Customer does not remember the blood glucose reading. Hospital treated with manual injection. Customer was hospitalized for twenty-one days. The current blood glucose reading is 141 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.